Event description:
Fill volume: unk - asked not provided. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: right chest port. It was reported that a pump's infusion ended sooner than expected. It was reported as, on (B)(6) 2015 at 7:29pm. The patient noticed that the infusion was completed on (B)(6) 2015 at approximately 2:00am, when the patient went to the restroom at home. The infusion was expected to be administered in 46 hours. There was no adverse event as a result of the reported incident. The patient's current condition is reported as "stable". Additional information was received on (B)(6) 2015. The sample is available for return and analysis. It was reported that the pocket carried the pump inside the patient's pockets during infusion.

Manufacturer narrative:
Method: a sample device was reported to be available for evaluation; however, there will be two returned samples for investigation. The customer was unable to identify the used sample that belongs to this incident, as all identifiers were removed. In addition, a review of the device history record (DHR) is currently in progress for the reported lot number. Results: at this time halyard is pending the receipt of the devices and as the investigation is still in progress, results are not available. Once the devices are received, testing will be performed and results will be provided upon completion. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.